Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, retains testing of lot, functional analysis, trending analysis by lot number, and system risk analysis (sra). Retains testing was completed with no issues identified. All in-process controls are within specifications. The cassette was not returned as the cause of the reported issue is user error. Trending analysis by lot number was reviewed for the six months prior to open date and trending was not exceeded. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The issue has been attributed to user error as the healthcare worker (hcw) was not using proper personal protective equipment (ppe) while handling the cassette. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone number: (B)(6). The hcw was re-trained to always wear personal protective equipment (ppe) when handling cassettes. The batch record review did not reveal any indication on a deviating quality profile for this batch. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported a healthcare worker (hcw) received a "burn" or skin reaction when removing a sterrad® 100nx cassette from the collection box. The hcw was not wearing gloves and she made contact with hydrogen peroxide on her index finger. She washed with running water and treated the skin reaction with gentamicin ointment by her own self-judgment. She did not receive medical treatment, nor was she diagnosed by a physician. The skin reaction measured 2 cm and symptoms resolved the following day. Lastly, it was noted her status was ¿completely recovered.¿ this event is being reported as a malfunction report subsequent to a serious injury.